Event description:
It has been reported to philips that the allura system would not power on. There was no report of patient involvement or harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device was outside of clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the unit is not booting, as there were issues with lateral ippc hard drives. Fse replaced lateral ippc hard drives and recreated image disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.